Manufacturer narrative:
Serial number is unavailable. The probe was returned to the manufacture for evaluation. After visual and functional testing it was confirmed that the instrument was physically damaged. The tip of the probe was slightly bent with several scratches. However, with markers attached and fully seated the probe returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that while during the case the surgeon had noticed that the tip of the probe was bent. The site switched out the probe. This issue extended the surgical time by less than 1 hour. There was no impact to the patient.